Event description:
A report rec'd that alleges that the tracheostomy tube was required replacement. The caregiver syringe to the inflation valve at the pilot balloon. After inflation the syringe could not be removed from the valve. During removal attempts the inflation was pulled away from the trach tube. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.